Event description:
The service reports shows that the ventilator "went inop" while on a pt with an e103 error. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. However, the cse replaced the flow control valve as a precautionary measures. There was no pt harm or change in therapy as a result of the malfunctions.